Event description:
The clinic reported that a laser vision correction patient presented with an overcorrection in the left eye. At the approximate two week post-operative exam the patient's best corrected visual acuity in the left eye was 20/30. The patient has reported that her vision was improving.

Manufacturer narrative:
(B)(4) - amo field service inspected the equipment at the customer's site three days after the patient's treatment for a report of a high temperature alarm. Field service confirmed the temperature sensor was approximately 10 degrees celsius higher than the measured temperature. Field service recalibrated the sensor. No other issues were observed with the equipment. The clinical development manager (cdm) went into the site following the report of the overcorrection. The doctor indicated that he was unaware of the report. The cdm reviewed the treatment record and found the humidity was high at the time of the patient's treatment. The cdm discussed the room conditions with the doctor. No other issues were observed. All pertinent information available to amo has been submitted.   Should new information that changes the facts and/or conclusion of this report become available, a supplemental report will be submitted. (B)(4): placeholder.